Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a faulty screen was confirmed and reproduced during evaluation. The cause of the reported condition was determined to be lines on the main display. The liquid crystal display was replaced to fix the reported condition. This involved a colleague infusion pump with a user interface module master software version 8.11.00.

Event description:
The facility reported a colleague infusion pump with the reported condition of faulty screen. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.